Event description:
It was reported an asymptomatic patient presented in clinic for follow up when a sudden increase of ventricular lead impedance was observed. Lead fracture was suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).